Manufacturer narrative:
Pump alarmed insulin flow blocked during the force sensor test, problem isolated to the force sensor. Pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, cracked select button keypad overlay, keypad overlay texture damage, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they changed the infusion set but received an insulin flow blocked alarm on the insulin pump. The customer¿s blood glucose level was unknown. The device failed the displacement test. Insulin was able to manually go out. The device will be returned for analysis.